Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('heavy abnormal bleeding') and cholecystectomy ('gall bladder removal') in a 30-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test.". The patient's medical history included multiparous, diarrhea, nausea, dysmenorrhea, uterine bleeding, hypertension, dyspareunia, irregular menstruation and ovarian cyst. Concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and post-traumatic stress disorder ("ptsd,"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety,") and urticaria ("rashes or skin conditions type: hives around body"). The patient was treated with surgery (robotic total hysterectomy, lysis of pelvic adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, urticaria and post-traumatic stress disorder outcome was unknown and the cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cholecystectomy, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: pfs received: event psychological or psychiatric problems condition: anxiety/ptsd, rashes or skin conditions type: hives around body added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cholecystectomy ("gall bladder removal") in a 30-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test.". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In october 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety,") and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and migraine outcome was unknown and the vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased, alopecia and cholecystectomy had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cholecystectomy, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Most recent follow-up information incorporated above includes: on 1-aug-2018: pfs received- new event abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), anxiety, rashes or skin conditions type, migraines, headaches, dental problems dental problems, nickel allergy, weight gain, hair loss, gall bladder removal, plaintiff did not undergone essure confirmation test. Were added. New reporter, patient information, lot number, concomitant condition were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("heavy abnormal bleeding") and cholecystectomy ("gall bladder removal") in a 30-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test.". The patient's concurrent conditions included body mass index normal. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), weight increased ("weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), cholecystectomy (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and anxiety ("anxiety,"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower and migraine outcome was unknown and the cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, cholecystectomy, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test.". The patient's medical history included multiparous, diarrhea, nausea, dysmenorrhea, uterine bleeding, hypertension, dyspareunia, irregular menstruation, ovarian cyst and multigravida. Concurrent conditions included body mass index normal, hypertension and mthfr deficiency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and post-traumatic stress disorder ("ptsd,"), underwent cholecystectomy ("gall bladder removal") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety,"), urticaria ("rashes or skin conditions type: hives around body"), back pain ("back pain"), cholelithiasis ("gall bloadder was so full of stones"), erythema ("skin was red all the time"), haemorrhage ("incompetent bleeding") and teeth brittle ("breaking my teeth are really bad"). The patient was treated with surgery (robotic total hysterectomy, lysis of pelvic adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, urticaria, post-traumatic stress disorder, back pain, cholelithiasis, erythema, haemorrhage and teeth brittle outcome was unknown and the cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cholecystectomy, cholelithiasis, erythema, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, rash, teeth brittle, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event "teeth brittle" was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test.". The patient's medical history included multiparous, diarrhea, nausea, dysmenorrhea, uterine bleeding, hypertension, dyspareunia, irregular menstruation, ovarian cyst and multigravida. Concurrent conditions included body mass index normal, hypertension and mthfr deficiency. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and post-traumatic stress disorder ("ptsd,"), underwent cholecystectomy ("gall bladder removal") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety,"), urticaria ("rashes or skin conditions type: hives around body"), back pain ("back pain"), cholelithiasis ("gall bloadder was so full of stones"), erythema ("skin was red all the time"), haemorrhage ("incompetent bleeding") and teeth brittle ("breaking my teeth are really bad"). The patient was treated with surgery (robotic total hysterectomy, lysis of pelvic adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, urticaria, post-traumatic stress disorder, back pain, cholelithiasis, erythema, haemorrhage and teeth brittle outcome was unknown and the cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cholecystectomy, cholelithiasis, erythema, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, rash, teeth brittle, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no: 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test." The patient's medical history included multiparous, diarrhea, nausea, dysmenorrhea, uterine bleeding, hypertension, dyspareunia, irregular menstruation, ovarian cyst and multigravida. Concurrent conditions included body mass index normal, hypertension and mthfr deficiency. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches,"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and post-traumatic stress disorder ("ptsd,"), underwent cholecystectomy ("gall bladder removal") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety,"), urticaria ("rashes or skin conditions type: hives around body"), back pain ("back pain"), cholelithiasis ("gall bladder was so full of stones"), erythema ("skin was red all the time") and haemorrhage ("incompetent bleeding"). The patient was treated with surgery (robotic total hysterectomy, lysis of pelvic adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, urticaria, post-traumatic stress disorder, back pain, cholelithiasis, erythema and haemorrhage outcome was unknown and the cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cholecystectomy, cholelithiasis, erythema, genital haemorrhage, haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event added: erythema, hemorrhage. Concomitant condition: mthfr. Reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 30-year-old female patient who had essure (batch no. 869752) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergone essure confirmation test." The patient's medical history included multiparous, diarrhea, nausea, dysmenorrhea, uterine bleeding, hypertension, dyspareunia, irregular menstruation, ovarian cyst and multigravida. Concurrent conditions included body mass index normal and hypertension. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal), menorrhagia ("abnormal bleeding (menorrhagia), rash ("rashes or skin conditions type"), migraine ("migraines"), headache ("headaches''), tooth disorder ("dental problems"), allergy to metals ("nickel allergy"), alopecia ("hair loss") and post-traumatic stress disorder ("ptsd), underwent cholecystectomy ("gall bladder removal") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), anxiety ("anxiety), urticaria ("rashes or skin conditions type: hives around body"), back pain ("back pain") and cholelithiasis ("gall bloadder was so full of stones"). The patient was treated with surgery (robotic total hysterectomy, lysis of pelvic adhesions, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, migraine, urticaria, post-traumatic stress disorder, back pain and cholelithiasis outcome was unknown and the cholecystectomy, vaginal haemorrhage, menorrhagia, anxiety, rash, headache, tooth disorder, allergy to metals, weight increased and alopecia had not resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, back pain, cholecystectomy, cholelithiasis, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, post-traumatic stress disorder, rash, tooth disorder, urticaria, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New reporter added. New event "back pain" added.fu 7,8 ,9 & 10 process together. On 23-mar-2020: social media received. New reporter added. Fu 7,8 ,9 & 10 process together. On 23-mar-2020: social media received.fu 7,8 ,9 & 10 process together. On 23-mar-2020: social media received. New reporter added. New event gallbladder stone added. Fu 7,8 ,9 & 10 process together. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff underwent one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.